Manufacturer narrative:
This report is submitted on august 5, 2022

Event description:
Per the clinic, the patient is requiring MRI's for significant neuromuscular health issues. The device is for explantation in order for the implantation of an MRI completable implant. The device was explanted on (B)(6) 2022.